Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead became dislodged. The rv lead exhibited intermittent high thresholds and undersensing of r-waves. The patient experienced diaphragmatic and nerve stimulation. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.